Event description:
Pt reported pt did four consecutive back to back tests and got readings of ER 1, hi, er1 2 and hi on their ss meter. Pt also stated that pt was experiencing symptoms of high blood sugar (dry mouth and drinking "lots" of water). Lfs representative explained that a hi reading indicates very high blood glucose and advised pt to call their doctor. The meter was replaced. There was no allegation of harm.